Manufacturer narrative:
Result: cracked tray.

Event description:
It was reported that the tray was cracked and there was evidence of fluid ingress. No patient involvement or adverse consequences were reported.